Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient appeared to have lifted heavy weight to soon after the original implant and this right atrial (ra) lead was found dislodged. As a result, the patient was hospitalized and a revision procedure was performed. The lead was removed and replaced. No additional adverse patient effects were reported.